Event description:
A troponin t result of 0.108 ng per ml from the 2010 was reported as 0.11 ng per ml for a pt in the ER with angina. A new sample on the same pt was received around midnight that gave a result of less than 0.010 ng per ml on (B) (6) 2009. The result from the original sample was questioned by the physician as it did not fit the pt's clinical picture. Both samples were retested in sample cups on (B) (6) 2009 giving results of less than 0.010 ng per ml on the same elecsys 2010 and also on the cobas e601. The pt had been admitted to the hospital, but the physician stated the pt would have been admitted regardless of the troponin t result. The pt was not treated based on the original result.

Manufacturer narrative:
The field service representative determined the mixing speed was low and out of specification. He adjusted the mixing speed and cleaned and aligned the measuring cell flowpath. Performance tests were run to verify the analyzer performance with results within specification.